Manufacturer narrative:
Conlusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron 6f 070 delivery catheter, it was difficult to pull the item out of the box. The nurse pulled a little bit stronger and the neuron was damaged. The device was not used on the patient.

Manufacturer narrative:
Result: the neuron delivery catheter 070 was fractured approximately 105.0 cm from the hub. The catheter was also kinked approximately 54.5 cm from hub. The distal tip of the catheter was still on the packaging mandrel. Conclusion: the compliant has been evaluated. The compliant indicates that the neuron delivery catheter 070 was difficult to remove from the packaging. Evaluation of the returned device confirmed a fracture in the catheter shaft in the distal end. The distal tip of the catheter was returned with the packaging mandrel still inside. The mandrel was easily removed from the tip of the catheter. It appears that the catheter was not handled properly during removal from the packaging. The operator may have been holding the distal tip down on the packaging card while pulling the catheter from the proximal end, causing the catheter to stretch and break at the distal tip. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.